Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E1. Initial reporter last name unknown. E1 - initial reporter email unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air leaked from the device. There was no disinfection or sterilization, and no infectious disease occurred. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation summary: one used decontaminated 10009163-006 9.0mm deht blu suctionaid sub-assy was returned for investigation. Under visual inspection we noticed that inflation line was detached from pilot balloon. Without more detailed information we are unable to determine what had happened because no detachment is mentioned. The customer's indicated failure of "air leak" was confirmed, but the root cause could not be determined. This issue was escalated to CAPA-000905. No complaint signal is currently observed. A device history record could not be completed as no lot number was received.